Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the sensors had failed, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump would not charge and that the "pump light flashes". When the pump was returned to mmdg for investigation, the no flow out alarm failed. It did not alarm as expected. The initial reporter stated that there had been no impact to the patient due to the complaint. The alarm failure was discovered during testing by mmdg. (B)(4).